Event description:
User experienced a leak coming from under the analyzer. No one was hurt and no pt samples were involved. The user found a clog in the wash well for the sample probe assembly and removed it.